Event description:
Device was implanted in 2001. In the fall of 2002, patient reported to the surgeon that the knee was not performing properly. In 2003 the articular surface was removed and replaced. At removal the device was found to be worn.